Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot number 10l14h25 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag (doses, frequencies, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient had surgery for a pd catheter replacement. On (B)(6) 2011, the patient developed peritonitis from the pd catheter replacement. On an unreported date, dianeal therapies were withdrawn and the patient was placed on ich (in center hemodialysis). At the time of this report, the patient had not recovered from the peritonitis. Concomitant medications were not reported. Per the nurse, the peritonitis was unrelated to dianeal therapies.